Event description:
Sureform 60 stapler just partially fired. Reload staple changed and sureform 60 stapler failed to initialize. Stapler removed from sterile field and will send for error. Ref 480460, version: 9.